Event description:
Approximately one year ago, three patients experienced adverse reactions while using an unknown psn dialyzer. Hcp reported that symptoms included shortness of breath, chest tightness and itching during treatment. Per hcp, no further information was retained.